Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, advancement was made through the subclavian vein to the superior vena cava (svc). Switching to a cook medical 11f evolution, attempts to go through the svc were unsuccessful, so the ra lead was targeted, and successfully extracted. Moving back to the rv lead, a 16f glidelight was utilized and progressed from the svc to the ra. The patient¿s blood pressure dropped, and rescue efforts began, including rescue balloon and sternotomy. An svc perforation was discovered and repaired, and the rv lead was removed post-sternotomy. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
B2/b5) updated to reflect the patient death; however, the date of death was not provided. G3) updated to provide the date the manufacturer became aware of the patient death. H1/h6) updated to reflect the patient death. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the patient passed away several weeks after the procedure.